Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced perforation and tamponade. The lead appeared like it may have perforated the right ventricle (rv). The lead was repositioned to a spot on the septum. The patient developed an effusion and needed to be tapped. The lead remained in use. It was further reported the patient was initially stabilized but then passed away three days later from complications of tamponade.